Event description:
On 9/mar/2022, it was reported this patient was previously hospitalized for pneumonia during a call to customer support for a draining slowly message with the fresenius cycler and cramping. In additional follow up, the patient's pd nurse stated the hospitalization for pneumonia occurred before the patient began pd therapy. Additionally, it was reported the patient's report of cramping did not require any medical intervention and that the cycler did not cause any serious injury. It was stated that this patient was a new patient on pd (beginning as an urgent start) and that the pd catheter (not a fresenius product) was causing the patient to experience drain pain as the site still needed to heal. Per the nurse, the pd catheter was malfunctioning, and the patient is planned to switch to hemodialysis to let the catheter site heal. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).